Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the straw on the tunneling tool was too small and didn¿t allow for a smooth passage through the tissue. The straw became damaged as it dragged through the body. The operation was performed without consequence but it was assumed by surgeon that the straw was caught on the patients tissue and therefore difficult to pass.